Event description:
The customer reported unit alarmed proximal pressure sensor autozero failed during unit set up. There was no patient involvement at the time of the event. Error code 110b was verified in the log. The remote service engineer advised the customer to check the da-mc cable to ensure that it is seated properly, and to replace solenoids 3 and 4 to correct the issue. Part number for solenoid was provided.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information regarding the event and the repair of the device. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.